Event description:
It was reported that the hv lead impedance had increased. Sensing, capture, and pacing lead impedance were all within normal range. Egms revealed noise on the rv coil to can and svc coil to can channels when the patient bent over.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.